Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 12, due to a momentary power loss to the vibrator motor. Customer¿s blood glucose level remained within a safe range and did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to report if the issue occurs again.